Event description:
Caller (nurse) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 0.9, lab: 3.7. Nurse tested pt at home and reported imprecision with nurse's strips and inratio meter (unk strip lot #). Results as follows: date: (B)(6) 2011, inratio: 4.0 (nurse's meter), inratio: 2.5 (patient's meter). Pt's therapeutic range: 3.0-4.0 inr.

Manufacturer narrative:
Investigation pending.